Manufacturer narrative:
Investigation summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1714413). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that start-x tip ems insert 3 tip broke during use. Outcome of event is unknown as of this MDR; additional information has been requested.